Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. Actions to prevent reoccurrence have been implemented.

Event description:
During the procedure, while the introducer was in the left atrium, the sideport detached from the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.